Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by manufacturer - microscopic and tactile inspection found no damage or irregularities in the shaft. Microscopic examination revealed a partial separation at the collar/proximal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed (B)(6) 2015. It was reported that the shaft damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending (lad) artery. When the physician advanced the guidezilla¿ near the lesion, it was found that the proximal part of the guidezilla¿ was lifted inside a guiding catheter. This device was exchanged to non-bsc catheter to complete the procedure. No patient complications were reported and the patient¿s status is good. However, returned device analysis revealed a partial separation at the collar.